Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient experienced no stimulation sensation and it was noted that it had been a "long time" since they felt stimulation. It was stated, the patient never had therapeutic effect. The patient had been leaking "a lot" and it was indicated that the device "never really worked." It was added, the patient had "horrible" pain at the implant site about two weeks previous. It was further noted, the patient was unable to sync the implantable neurostimulator with the patient programmer. New batteries were placed in the programmer as of the morning of the report. A poor communication screen was reported. Four days later, it was noted, the patient received a different programmer and was still getting a poor communication screen. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), implanted: 2010 (B)(6), product type programmer, patient product ID: 3093-28 lot# v075305, implanted: 2008 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the ins stopped functioning. The patient never actually followed up with hcp (healthcare provider) to confirm her ins battery died. Patient services told the patient the ins must be dead and she chose not to follow up with the hcp. The patient didn't get much relief from the therapy anyway. The patient didn't notice a difference in symptoms since she stopped using ins. The patient was very unhappy with it.